Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. A stryker field service technician performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide shock in automated external defibrillation (AED) mode, when attempted. As a result, there was a delay to shock of one minute and defibrillation therapy was not be available, when needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not provide shock in automated external defibrillation (AED) mode, when attempted. As a result, there was a delay to shock of one minute and defibrillation therapy was not be available, when needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section a2, age at time of event of the initial medwatch report should indicate 64. Section a2, age units (patient) of the initial medwatch report should indicate year(s). Section a3, gender of the initial medwatch report should indicate m.

Event description:
A customer contacted stryker to report that their device would not provide shock in automated external defibrillation (AED) mode, when attempted. As a result, there was a delay to shock of one minute and defibrillation therapy was not be available, when needed. There were no reports of adverse effects to the patient as a result of the reported event.